Event description:
A materials coordinator reported that following intraocular lens (iol) implant surgery, a patient had the lens explanted due to decreased vision and dislocated iol. Additional information was received from the surgeon, who reported that the patient experienced dysphotopsia, astigmatism, and hyperopic outcome due to the dislocated iol. The lens was exchanged for a same model iol in different power, and a vitrectomy and astigmatic keratotomy were also performed. The surgeon indicated that the lens did not cause the event, as the iol dislocation was due to anterior and posterior capsular fibrosis in the patient's eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).